Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert with a new battery. The customer's blood glucose was 91 mg/dl at the time of incident. The customer reported that the battery cap broke. The insulin pump will not be returned for analysis.